Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a fall and had pre syncopal episodes. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead remained implanted and a new lead was implanted on the right side. The patient was in stable condition post operation.